Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7 sensor, including a cgm reading of 71 mg/dl and a confirmatory fingerstick of 40 mg/dl, with prior snack-related glucose rise and subsequent automated corrections; the user treated with approximately 28 grams of apple juice and received education on cgm calibration and compatible sensors. Symptoms included dizziness, sweating, and chills. Outcomes included transient hypoglycemia without need for outside assistance or medical intervention. Investigation included user counseling on sensor calibration, device use, and general troubleshooting and education. Investigation of this case revealed no device malfunction identified during the call, with the cause of hypoglycemia remaining unclear and potentially influenced by recent therapy changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.